Manufacturer narrative:
August 2, 2018. A review of the p120 risk file rd-1124690_aa revealed risk 2.4.7 which recognizes the hazard of 'impossibility to operate' due the user failing to follow manufacturer's instructions and hold a spare blast shield. The severity is recognized as 7 as this can lead to harm from an alternate or cancelled procedure. Based on all the available information, lumenis concluded that device operator's failure to follow subject device IFU to be the cause of the reported event. As there was no indication that this event caused or contributed to any change in the patient's status, and as it had been reported that the procedure was successfully completed two days later with an alternate device, type of reportable event of this report has been changed to malfunction as no serious injury had actually occurred. A review of historical p120 complaints show this incident as a single incident. No corrective or preventive action has been determined necessary.

Manufacturer narrative:
Lumenis investigated the reported event by requesting additional information which was provided by the distributor. The initial report from the user facility claimed that the first fiber had burned the laser's blast shield. The facility tried four (4) more laser fibers with none able to function since the first fiber blew the blast shield. Unable to complete the procedure, the facility completed the case two days later using a lumenis 20w laser. The distributor had further reported that the system being used during the initial event had been a lumenis p120 laser. A review of subject device lumenis p120 labeling (um_10012510_e) revealed the following: "if you hear an abnormal popping sound while delivering the treatment beam, accompanied by a dramatic reduction in treatment effect, the debris shield and/or the optical fiber have probably failed; you should immediately stop treatment and inspect both the debris shield and the fiber." "The debris shield is a replaceable part that protects the laser system's optical components from damage by a failed delivery system. The debris shield is like a fuse: you only need to replace it if inspection reveals that it is damaged." Additionally, the subject device labeling instructs when there is no laser emission or inadequate or no aiming beam the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. Furthermore, the subject device labeling reveals that "spare debris shields are located in the compartment at the rear of the laser console. A notification appears in the notification bar when there is no spare in the compartment." Blast shields are user replaceable parts which are included with the system. When a user changes a blast shield it may enable resuming the operation. The operator manual instructs the user about the proper use of the system and components, and the system should be used by a professional user. Although lumenis acknowldges that there was a malfunction with the laser fiber which caused the blast shield to burn, based on the information above, lumenis concluded that device operator's failure to follow subject device IFU to be the probable cause of the reported event. Although the user facility cancelled the procedure and successfully completed it two days later. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, thus lumenis is reporting this as an adverse event.

Event description:
A user facility reported that while using a lumenis p120 laser system during a procedure, the laser's blast shield had burned. The facility tried four (4) more laser fibers with none able to function since the first fiber blew the blast shield. The facility had cancelled the procedure and successfully completed the case two days later no report of injury was received, and the patient's condition is reported to be fine.